Event description:
It was reported the device does not power up. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the battery was dead. It was also found that the main printed circuit board, battery flex, heart lead flex, and display were contaminated/ the upper/lower cases were broken and contaminated/ the ring cover and two side bail covers were broken. The battery release, display screws, lead flex cover and battery drawer were contaminated. The battery contacts were compressed and the ring and two bails were missing.